Manufacturer narrative:
Other relevant device(s) are: catalog # etlw1616c82e, serial # (B)(4), use by date: 2015-04-10, manufactured date: 2013-04-10, and upn (B)(4). Catalog # etlw1620c93e, serial # (B)(4), use by date: 2015-03-27 , manufactured date: 2013-03-27, and upn (B)(4). Catalog # etlw1616c93e, serial # (b)(5), use by date: 2015-07-19, manufactured date: 2013-07-19, and upn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. The patient was lost to follow up. It was reported that a type iii separation was observed between the endurant stent graft limbs located on the contra-lateral side. Two endurant stent graft limbs were used to reline the stent graft limbs that were separated and the event was resolved. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.